Manufacturer narrative:
Per tandem¿s t:slim user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units . Reportedly, the cartridge was filled with over 300 units of cold insulin. The customer¿s blood glucose level was 180 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.